Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced dyspnea, dizziness, and associated exit block with atrial lead high impedance. Attempt to withdrawal the atrial lead was unsuccessful, and the lead remains implanted-out of service. No patient complications have been reported as a result of this event.